Manufacturer narrative:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) would not boot up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that there was a power outage and the central nurse's station (cns) would not boot up. No patient harm reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) would not boot back up after a power outage. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) would not boot back up after a power outage. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the cns was not connected to an uninterruptible power source in case of emergency. The cause of the issue was determined to be improper device connections and setup at the user facility. Power outages are factors outside nk control. These are not due to an nk device deficiency/malfunction.